Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). Initial reporter e-mail : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pn 32g 4mm 5b xtw easyflow la needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : patient reported that the needle was clogged and the insulin did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-21 h6: investigation summary customer returned (6) used 32gx4mm bd pen needles in an open shelf carton from lot# 9169566. The customer reported that the needle is clogged. The returned samples were examined, and it was observed that the shelf carton was damaged and taped closed, and 2 out of the 6 pen needles exhibited a broken non-patient end (npe) cannula. The 4 remaining pen needles were tested for flow using a test pen injector, and all 4 were able to expel properly. The broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since the samples were returned after use the probable cause of the broken npe cannulas can be traced to the user. The damage to the shelf carton could not be confirmed to be manufacturing related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (npe cannula broken, damaged shelf carton). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue could not be determined to be manufacturing related. H3 other text : see h10

Event description:
It was reported that 1 pn 32g 4mm 5b xtw easyflow la needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : patient reported that the needle was clogged and the insulin did not come out.